Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 348 mg/dl after a larger-than-normal meal and dessert while using the ilet system, noted that the ilet was delivering corrections with glucose trending downward, and elected to change the cartridge and supplies before bedtime to avoid running low on insulin overnight; the user uses a steel cannula set and completed the supply change with minimal assistance, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included continued monitoring at home without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by customer care during the call. Investigation of this case revealed no device malfunction reported and successful restoration of therapy following routine supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear given meal-related hyperglycemia with device-delivered corrections and no confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.